Event description:
It was reported that the soft port was not compressed, and the renasys touch didn't not indicate/detect any problem, since (B)(6) 2018 afternoon. Exudate accumulated in the soft port. No patient injury. Patient started renasys touch treatment since (B)(6) 2018, and has done 3-4 times dressing change.

Manufacturer narrative:
As of today, no device has been returned as it has since been confirmed that the issue was resolved at a local facility. As a result, no further actions are required at this stage but if the complaint device is returned in future then this case may be reopened. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.